Event description:
Device report 2 of 2. Ref MFR report: 1627487-2012-09693. The pt was implanted with two percutaneous leads (from different lots). It was reported the pt only felt stimulation while lying down and had high power requirements. In an effort to resolve the issue the physician decided to explant the leads and replace it with a different model lead. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Eval results - the leads were returned cut as a result of an explant. Microscopic exam of the leads segments revealed one compression mark, but no broken wires were observed. Continuity testing of the segments did not reveal any open channels. Functional testing of the lead segments was performed by measuring continuity between the contacts and the end of the corresponding cut wires. All channels of each lead segment passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.